Event description:
As reported by the user facility: in this incident, the entire capillary is missing. The hospital has the remaining hub with the metal bush inside.

Manufacturer narrative:
(B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun (B)(4). Three possible batches reported: 8i24258302 (exp 09/01/2013/mfg 09/2008), 8i24258303 (exp 09/01/2013/mfg 09/2008) and 8l01258308 (exp 11/01/2013/mfg 11/2008). A review of the batch and mfg records revealed no abnormalities or nonconformities. Result and conclusion according to external expert opinion: the investigated capillary has never been connected with the investigated hub. The hub is 22 g (0.9 mm) and the capillary is 20 g (1.1 mm). It physically does not fit to the hub, not even accidentally. The capillary cannot be slipped out of a 20 g hub, because according to the delivery notes of b braun (B)(4), all 20 g introcan pur catheters ever delivered to (B)(6) had a free length of 32 mm. In case of slipping out, the length then must be about 39 mm, but it is 31.6 mm, so the capillary must be cut off. Both capillary and hub have been in contact with a pt, both are blood stained. The hub shows no material of the capillary, the capillary from the hub must either be slipped out or, what is more probable, it has never been in there.